Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd885293 and gd884437 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of blood clots, patient made mistake/touch contamination/did not wear a mask, and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced two unspecified blood clots. It was not reported whether the patient was hospitalized for the blood clots. On an unreported date in 2011, the patient made a mistake/touch contamination/did not wear a mask. In (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The peritonitis was caused by the patient making a mistake/touch contamination/did not wear a mask. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcomes for the patient made mistake/touch contamination/did not wear a mask and blood clots were not reported. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination/did not wear a mask. The nurse did not comment on or confirm the blood clots reported by the consumer and an opinion of causality was not provided.